Event description:
Boston scientific crm received information that there were difficulties experienced during the implant procedure with this implantable cardioverter defibrillator (ICD). The physician had a difficult time securing the right ventricular (rv) terminal pin into the header. The setscrews were tightened and pacing impedance measurements were greater than 2000 ohms. The setscrews were retracted and with additional force the terminal pin was fully inserted into the header. The setscrews were retightened and pacing impedances returned to normal range. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.